Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("some aches and pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (total hysto). At the time of the report, the pelvic pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, pelvic pain and vaginal haemorrhage with essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: follow up from mr (social media)-new event "some aches and pain" and reporters were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.